Event description:
Pt s/p tetralogy of fallot with post operative left pulmonary artery coarctation and hypoplasia of left pulmonary arteries. To cath lab for placement of stent into left pulmonary artery to improve vq mismatching. At the time of stent placement it became dislodged and was unrecoverable in right ventriclar outflow tract and trapped on a guidant wire catheter, which could not be rescued or deployed in a safe position. To or for open retrieval/removal of guide wire and stent by cardiothoracic surgeon.